Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. Our field service engineer has investigated the reported ventilator on site. The air gas module has been replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned gas module has been tested in a ventilator. It failed the pre-use check with internal leakage and pressure transducer tests. By visual inspection it was noticed that the feather spring of the nozzle unit was broken that led to the reported issue. The air filter has been checked as well and it was an old filter from 2020 week 41. This indicates that the reported ventilator didn't receive a proper preventive maintenance. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.

Manufacturer narrative:
**Device related data quality updates only** a correction of field # d1 brand name, # d4 version or model #. D1 - brand name, - previous brand name: servo-s, - corrected brand name: servo-s base unit, d4 - version or model # , - previous version or model #: servo-s, - corrected version or model #: 6640440.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).